Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that door was failed. A field service engineer identified a loose connection in the wiring harness at the crimped connector of the tower latch and reattached it to the switch to rectify the problem. Conductive grease had been applied. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system had door failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.